Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled during implantation in the disc space. Imaging taken after showed it was installed showed the inferior plate was rotated 90 degrees in-situ. When the device was removed, the superior plate was still attached to the cartridge, however the poly core and inferior plate were not attached but were successfully retrieved. Another implant was opened, loaded on the same inserter, and implanted without complication. There were no patient impacts.

Event description:
It was reported that a mobi-c implant disassembled during implantation in the disc space. Imaging taken after showed it was installed showed the inferior plate was rotated 90 degrees in-situ. When the device was removed, the superior plate was still attached to the cartridge, however the poly core and inferior plate were not attached but were successfully retrieved. Another implant was opened, loaded on the same inserter, and implanted without complication. There were no patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. The cause of disassembly could not be identified, so the product failure could not be recreated as observed during operation. Potential cause this event could possibly be attributed to inserting the device off-axis, adjusting during insertion, not turning the handle correctly during insertion or attempting to adjust the positioning while inserting the implant. DHR review per DHR review, the part was likely conforming when it left zimvie's control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.